Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, approximately 11 months post transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, central regurgitation was noted and a valve in valve was performed. The 2nd valve was implanted successfully, however, the balloon ruptured during full inflation. Withdrawal difficulties were noted, and the balloon was stuck in the right femoral artery and the sheath was split. The device was able to be removed from the left femoral artery with no patient injury. The perceived cause was due to the added volume (+4cc) and the constraint from the existing sapien 3 valve. The patient is stable post procedure.

Manufacturer narrative:
Please reference related manufacturer report no:2015691-2021-03561 and 2015691-2021-03562. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon burst and withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for commander delivery system, sapien 3 transcatheter heart valve with edwards commander system, and device preparation manual. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdrawal difficulty were unable to be confirmed. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ''the balloon was fully inflated''. Patient anatomy was not provided. Likely the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +4cc added to the balloon. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests that procedural factors (over inflation) may have contributed to the balloon burst. Per the complaint description, ''withdrawal difficulties were noted''. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the event. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are not required.